Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the palindrome catheter fell out after 29 days. Implanted (B)(6) 2010 and fell out (B)(6) 2010. The catheter was replaced with a new one.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.